Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The patient¿s medical history included falling downstairs 14 years ago and now having rods in their back. The indication for pump use was spinal pain. The patient reported that it was taking a long time to deliver the boluses. The patient stated that it would jump right up to 90% and stay there for a couple minutes and then it would deliver the bolus. During the call, the patient mentioned they were in pain. The agent assisted the patient with clearing the data and resetting the handset and communicator after which the patient was able to connect to the pump. It was noted that the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.